Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for syncopal events and multiple falls with blurred halo vision and dizziness. Log files captured frequent pulsatility index (pi) events on (B)(6) 2025. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.